Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the needle fell out. There was no reported patient injury or adverse event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post marketing vigilance (pmv) received one endo stitch device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No needle was received with the instrument. Sheering on the toggle switches was observed for the instrument. The instruments was loaded with a needle from pmv inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle. The file was concluded to be tested satisfactorily. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).